Manufacturer narrative:
The customer's report was observed at zoll medical corporation and attributed to missing pace/defib engine board core software. Historically failures of this type are a result of the device's software being upgraded in the field. The correct software was installed to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 95" messages. Complainant indicated that there was no patient involvement in the reported malfunction.